Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in clinic that the pacemaker battery was noted to be close to elective replacement indicator. The physician compared previous battery estimates and noted that the decline was faster than expected. There were no patient consequences. No intervention was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the device was explanted and replaced on(B)(6) 2021. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
The reported event of estimate anomaly was confirmed. Final analysis found the device was received with normal device characteristics. Analysis of device image indicated normal device operation. Further analysis performed did not find any anomalies, with battery voltage at eri level. The cause of discrepancy in device longevity could not be determined. Longevity assessment was performed, and the implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion.